Manufacturer narrative:
Findings: unit had no button response due to flattened dome switches on esc button, down arrow button and up arrow button. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Unit had minor scratched display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the arrow button was hard to press. The customer mentioned that they were hospitalized because the right side of their body felt numb and was unresponsive. The customer did not provide any further information about the hospitalization. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.